Event description:
International affiliate has informed us of an event that the inflation line became detached from the tube. The prod was tested before use, orally inserted and had been placed in the pt for about one mo. The inflation line became detached from the tube upon replacing the fixing tape. No tension had been applied to the line when it became detached. Cuff pressure had been checked every eight hrs. No adverse outcome.